Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported patient effects of angina, myocardial infarction and thrombosis are listed in the xience sierra everolimus eluting coronary stent systems, instructions for use, as known patient effects of coronary stenting procedures. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy during inflation of the balloon causing the reported difficulty to deploy. Additionally, anti-coagulant medication was suspended due to an unrelated medical condition which likely caused the patient effects of angina and myocardial infarction. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2018, dual antiplatelet therapy (dapt) was started on a patient who presented with acute myocardial infarction (mi). A 2.5x23mm xience sierra stent was deployed to treat the mi. Intravascular ultrasound (ivus) showed insufficient dilatation of the stent due to heavy calcification. At an unknown date, dapt was discontinued due to melena and administration of clopidogrel sulfate was started. At an unknown date, all anti-coagulant medication was discontinued for colorectal cancer surgery. On (B)(6) 2018, the patient presented with chest pain, which was diagnosed as myocardial infarction. In-stent subacute coronary thrombosis was confirmed by angiography. An intraaortic balloon pump (iabp) was inserted. Thrombus was aspirated with an aspiration catheter and long-period dilatation was performed with a non-abbott balloon catheter. Following thrombus aspiration, administration of aspirin and prasugrel hydrochloride was resumed. The patient was admitted to the intensive care unit and the iabp is and will be inserted to secure blood flow for two days or so. The patient is in the hospital doing fine and is scheduled to be discharged within two weeks. The patient is recovering. No additional information was provided.